Event description:
Same case as MFR # 6000089-2004-01577. Clinical study: it was reported that one day after a coronary drug eluting stenting treatment procedure the pt expired. The first lesion being treated was a 2.5 mm, bifurcation, 85% stenosed, moderately calcified and tortuous, proximal left anterior descending (lad) artery lesion. The lesion was predilated. The physician placed a taxus express2 8.8%. 2.75 x 16 mm drug eluting stent. The stent was post dilated. The second lesion being treated was a 3.0 mm, 95% stenosed, moderately calcified, severely tortuous, proximal right coronary artery (rca) lesion. The lesion was predilated. The physician then placed a taxus express2 8.8% 3.0 x 28 mm drug eluting stent. The stent was post dilated. It was then reported that the pt expired the following day due to complications from a right groin hematoma. In the opinion of the physician the target vessel was not involved. No autopsy was performed.

Event description:
The pt was admitted 2004 with exertional chest pain and shortness of breath. ECG in the emergency room indicated atrial fibrillation (new onset) with rapid ventricular response, and pt was treated with IV lopressor. The pt was enrolled into the program only the next day. Target lesion 1 was located in the proximal rca with 95% stenosis and was 27mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with predilatation and a 3.0x28mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the proximal lad with 85% stenosis and was 15mm long with a reference vessel diameter of 2.75mm. Target lesion 2 was treated with predilatation and a 2.75x16mm taxus stent, with 0% residual stenosis. Subsequent further impairment of the ostial first diagonal was treated with balloon angioplasty performed through a strut in the lad stent. Per catheterization report, a collagen hemostatic device was not deployed in the right groin at the end of the procedure due to severe peripheral vascular disease with diffuse plaquing and heavy calcification at the iliofemoral site that was demonstrated on limited right femoral arteriogram. A #7-fr short vascular sheath was sutured in place, and the pt was transffered to a holding area in stable condition with "good hemostasis and good hemodynamics." Post procedure, the pt developed a large hematoma without evidence of pseudoaneurysm or av fistula. Per source doucments, the pt's blood pressure dropped, pt became increasingly unresponsive, and cardiopulmonary resuscitation was initiated. Following intubation, cardiac rhythm deteriorated despite treatment with adrenaline, atropine and calcium chloride. The pt did not regain a pulse, respirations, or blood pressure. About 30 minutes of complete cessation of cardiac activity, CPR was stopped. The pt was pronounced dead only the following day @ 17:26. An autopsy was not performed. Death certificate lists cause of death as "cardiorespiratory arrest" secondary to ischemic heart disease.